Event description:
The inside packaging had a hole in it. This caused a 30 minute delay.

Manufacturer narrative:
Evaluation of the packaging materials was not possible, as they were discarded at the customer. The product was reported to be implanted. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event without the packaging material to examine. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the packaging materials and/or additional information be received, the investigation will be re-opened.